Event description:
Reporter noted four cases of endophthalmitis. Culture of aqueous: negative. Investigations (by customer) performed in the o.r revealed abnormalities of air quality. No other details at this time. Surgeon feels I/a tip could be the cause as the tip occluded during the surgery. Patient 3 of 4: status is unknown at this time.